Event description:
Following a CABG procedure, the patient was returned to the operating room due to excessive blooding. Surgeon opines that he nicked the lima with sternal wire while closing. During the re-operation, the surgeon noted that the drain placed in the left plural cavity appeared clotted. A 600cc bulb reservoir was used with the drain. The drain was functional when the patient was sent to recovery following the original CABG procedure.